Manufacturer narrative:
The insulin pump was unable to prime during prime test and alarmed during basic occlusion test due to loose drive support disk. Unit had cracked reservoir tube and battery tube threads, noted during visual inspection.

Event description:
It was reported that the insulin pump was not reading the correct amount of insulin units left and the insulin squirting during rewind. Nothing further was reported.